Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0158, competitor implantable defibrillation lead: implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient presented to the hospital for pocket hematoma. Blood was draining from the incision site two days post-implant. The pocket was revised and the event considered resolved six days post-implant. No further patient complications have been reported as a result of this event.